Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010, a rep from the pt's diabetes education center reported the pt was practicing with the infusion device and there are now a few drops of insulin in the cartridge compartment. The caller was advised to dry the cartridge compartment with a cotton swab. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.